Event description:
It was reported that the patient is bilaterally implanted, his contralateral ear is functional. The patient presented at the ci center on (B)(6) 2013 as the patient reportedly had been having intermittence in sound perception for about a month. Then the sound became uncomfortable, afterwards, the sound disappeared.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.